Event description:
The transfemoral valve was deployed slightly aortic, 70:30 aortic/ventricular. Severe paravalvular leak (pvl) noted by echo and contrast. The decision made to put a second valve in more ventricular to eliminate pvl. The second valve was placed 50:50 and the pvl reduced. Additional dilatation with 1cc contrast added to system performed post second valve deployment. Pvl was reduced to moderate. Patient tolerated procedure well. The annulus calcium configuration and size limited the reduction of the pvl. The native annulus area measure 360 via tee and 520 via CT, with moderate annular and leaflet calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the annular calcium distribution limited the expansion of the valve in the annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.